Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber began forward firing after 7 minutes and 51,660 joules of use. It was noted that there were no stones present in the prostate and the fiber tip was not cleaned during the procedure. The flow valve was opened and fluid was observed to be exiting the metal cap window, but pressurized saline irrigation was not used. The fiber was replaced and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber began forward firing after 7 minutes and 51,660 joules of use. It was noted that there were no stones present in the prostate and the fiber tip was not cleaned during the procedure. The flow valve was opened and fluid was observed to be exiting the metal cap window, but pressurized saline irrigation was not used. The fiber was replaced and the procedure was completed using the second fiber. There were no patient complications.